Event description:
According to the initial reporter: biliary stents placed in (B)(6) 2021 to treat malignant biliary stricture due to gall bladder cancer. At 40 days post-procedure, the patient experienced cholangitis, treated with ercp with stent removal at 41 days post-procedure, IV antibiotics, and fluids. The site noted that this event was related to the study stent, noting ¿stent partially occluded,¿ not related to the study procedure, and related to metastatic disease. Additional procedures performed at the same time as study stent placement: two cook pancreatic stents placed in hepatic ducts.